Event description:
A frozen screen during treatment. The syringe pump was operating for 24 hours and when the nurse tried to adjust the heparin syringe, the machine went into flow rates and the syringe tab was faded 9, as if disabled. She was unable to choose the syringe screen. The nurse made a self-test, but the procedure failed. The nurse returned the blood and restarted the machine, but the syringe key was still disabled.